Manufacturer narrative:
Literature citation:krzysztof zapalowicz , maciej radek."percutaneous balloon kyphoplasty in the treatment of painful vertebral compression fractures effect on local kyphosis and one-year outcomes in pain". The mean age of patients was 67 years. There were 16 female patients,and 8 male patients. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported in a retrospective study that 24 patients (16 females, 8 males) were treated with balloon kyphoplasty procedures (bkp) between 2005 and 2008 for painful vertebral compressive fractures. The mean age of participants was 67 years. The osteoporosis was confirmed in 16 patients: amongst remaining patients, osteopenia was diagnosed in six and myeloma in two. A total of 58 fractured vertebrae (29 thoracic, 29 lumbar) were treated. Fractures were diagnosed by x-ray films, computed tomography (CT) or magnetic resonance image (MRI). During procedures, 4 balloons ruptured, without any damage to patients.